Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the video system center does not work with older type of endoscopes during maintenance. There were no reports of patient involvement.